Event description:
Pt suffered a femoral trochanteric fracture in a fall on (B)(6) 2012. The pt was implanted with a pfna nail and blade on (B)(6) 2012. Pt was weight-bearing the day after implantation. X-rays taken on (B)(6) 2012 show no issues with the implants. The pt felt pain and complained of symptoms on (B)(6) 2012 and x-rays show the blade backing out. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found.